Event description:
After receiving the dreamstation 2 replacement CPAP on 1/14/2020 for the 2 recalled devices I have from philips. Side note-I was diagnosed with cll(chronic lymphocytic leukemia), reactive airway disease in 2018 which I believe to be from the previous 2 recalled devices I used since 2012. I was noticing a burning smell blowing from the tube on occasion from the dreamstation 2. I stopped using it over safety concerns and went to a dental device for a while. Then asked my dr to prescribe a different brand. Did not put the puzzle pieces together until reading about the warning on dreamstation 2 CPAP machines. Reference reports: mw5149220, mw5149221.